Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 505 mg/dl. Customer stated that the serial number was missing from the back of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Device received with corroded battery tube and missing serial number label. The p-cap does lock properly.